Event description:
The technician alleged the hed of the bed will not lower and is stuck in the raised position. No pt impact.

Manufacturer narrative:
The technician found a loose panel board located on the bed located toward the head, was stuck in the frame. The technician pulled the panel loose and tightened back down on the frame to resolve the issue.